Event description:
Customer states that a blood glucose test was done and the result was 97mg/dl. Stated that spouse was acting like they had low blood sugar. Emergency medical system was called and within 10 minutes tested their blood glucose and received a result of 37mg/dl. An IV was given. They later tested their blood glucose again and received a result of 237mg/dl and the customer's device read 288mg/dl. Controls were expired.